Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple cartridge change error messages occurred with multiple cartridges during the loading process. Subsequently, a minimum fill notification was received after filling a cartridge with 250 units of insulin. There was no reported impact to the customer's blood glucose level. Reportedly, the customer had an alternate pump and manual injections for insulin therapy.